Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as he generated a bundle branch block at a frequency of about 180 bpm while running to catch a bus. Since that time, the s-ICD has recorded several untreated episodes as a result of oversensing due to changes in the pt's morphology from the bundle branch block. R-wave amplitudes had also decreased in one of the episodes. Testing was performed but only the primary vector was acceptable as there was oversensing evident in the other vectors. No adverse pt effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for further technical assistance. The ts consultant reviewed the data and provided troubleshooting that could be performed to better optimize therapy for the pt. At this time, the s-ICD remains implanted and in service.